Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump¿s battery life was shorter than expected and not meeting the user¿s expectations. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2014 with the following findings: the pump powered on with the returned battery cap. The battery cap was able to fully tighten and a power loss was not observed. The battery compartment was intact. Current draws were within specifications and no evidence of loose components or moisture was observed inside the pump when the case was removed. The black box history showed two low battery warnings and one replace battery alarm. There was no evidence of excessive battery usage observed. The alarm history showed multiple low battery warnings and replace battery alarms.